Event description:
It was reported that at 44,000 joules while using the surgical fiber during a prostate procedure , the fiber was observed to be firing "weakly" at the tip. The fiber was also reported to have sparked 3 to 4 feet from the laser / proximal end.the fiber was replaced and the procedure was completed using a second surgical fiber.there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap is loose from the glass cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate within the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on metal surface; there are indications of slight melting on metal cap output window, the fiber exhibits scratch marks on outer flow tubing; the outer flow tube exhibits mild contamination, likely biologic. Unable to confirm secondary issue noted "sparking 3-4 feet from end". Tested fiber with hene test fixture as well as visual inspection no indication of damage or abnormalities with fiber. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.